Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to syncope. The device was interrogated and there was ventricular and atrial oversensing on a high rate non-sustained episode. Follow up indicated that the oversensing was due to electromagnetic interference. No intervention was done. Both leads are still in use. No further patient complications have been reported as a result of this event.